Event description:
Customer's son stated that when mother went to sit on commode, the right rear leg allegedly snapped. Minor injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 9630-1, serial number/date code is unknown. The owner's manual part number 1148075 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female, (B)(6) lbs. The consumers preexisting medical condition consists of pulmonary issues and a broken back. Her stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer allegedly hit her head when she fell from the commode, knocking the wind out of her. She was taken to the hospital and placed on a ventilator. Consumer was taken off the ventilator on (B)(6) 2012.